Event description:
According to the customer, the night of 3/1/2000 at 0:55 am, the monitor did not initiate a high frequency alarm and/or arrhythmia alarm. Co documented the situation. The event mode shows no event in memory for the time period 0:32 am to 1:01 am. Please examine the printouts co sent and try to clarify why the alarm wasn't initiated. The printouts of the settings for alarm limits and arrhythmia functions are according to customer, the same at 0:55 am.

Event description:
Siemens internal reference: pcs-5249